Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity use. It was reported that the patient was at the end of his pump life and was supposed to have it replaced in two weeks. The healthcare provider (hcp) stated that they interrogated the pump and saw a message that says pump is unusable and alarm will continue to sound until the pump is shut down and to contact medtronic for assistance. The hcp was concerned that the pump has been off for 5 days and the patient was not getting any baclofen. The hcp indicated that there was only 12.5 ml left in the pump. The hcp wanted to know how to stop the alarm. The technical service specialist reviewed that the alarm will be silenced after selecting the shutdown pump option and updating the pump. The hcp was upset about the message on the screen with the option to shut down the pump when the pump was already shut down and requested to provide feedback to the engineers regarding the terminology and stated they would put the patient on oral baclofen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.